Event description:
A false reactive advia centaur cp ehiv result was obtained by the customer and was considered discordant when compared to another (B)(6) test method. An operating room employee was splashed by a surgical patient's blood. The physician questioned the result and the repeat test results were (B)(6). The operating employee received antiviral drug medication. The customer sent the patient sample out to a reference laboratory for repeat (B)(6) 1/2/o eia testing and the result was non reactive (negative). There was no known report of adverse health consequences due to the false reactive ehiv assay result and the antiviral medication administered to the employee.

Manufacturer narrative:
A siemens field service engineer (fse ) was sent to the customer site for system inspection. The fse replaced aspiration pump tubes, cleaned the luminometer and verified probe alignments. The cause for the initially discordant result is unknown. The customer's quality control results and assay calibration were within acceptable limits. The surgical patient's sample was not available for further investigation. No conclusion can be drawn. The interpretation of results in the instructions for use states the following: "specimens with an index value greater than or equal to 1.0 are considered initially reactive for antibodies to hiv-1 and/or hiv-2 and should be retested in duplicate after centrifugation. If one or both of the duplicates are reactive, the specimen is repeatedly reactive by the advia centaur hiv 1/o/2 enhanced assay. Repeatedly reactive specimens must be investigated using supplemental tests for hiv-1 and/or hiv-2. The us public health service may periodically issue recommendations for appropriate use of supplemental tests. In specimens giving indeterminate supplemental test results, testing of a subsequent sample drawn at a later date (such as 1-6 months) is recommended. For individuals who are confirmed positive for antibodies, appropriate counseling and medical evaluation should be offered and are considered an important part of testing for antibody to hiv-1 and hiv-2."